Event description:
It was reported that during a cholecystectomy, the clip did not form well and came off. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.